Manufacturer narrative:
UDI = (B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that myocardial infarction occurred. In (B)(6) 2015, the patient experienced myocardial infarction (mi) 24-36 hours prior to the index procedure. On the same day, the patient was then enrolled to the (B)(4) study. The 95% stenosed target lesion was located in the mid left anterior descending artery (lad) and was 12mm long with a reference vessel diameter of 2.5mm. The lesion was treated with pre-dilatation and direct stent placement with a 2.50x20mm study stent. Post dilatation was not performed and there was 0% residual stenosis. Two days post index procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient experienced myocardial infarction (mi). In (B)(6) 2015, the patient experienced non-st elevation myocardial infarction (nstemi) which required hospitalization and was given maximized beta blockers and vancomycin IV. On the same day, the patient received a call that her husband had passed away in a rehab facility and began having chest pain and increased respiratory distress. The patient experienced class 4 exertional dyspnea and presented to the hospital with shortness of breath and an extremely high oxygen requirement. The patient denied chest pain on admission. The patient had experienced progressive shortness of breath for about 2 months and unintentional weight loss in the past 2 months. The following day, the patient underwent bronchoscopy for a suspicious lesion. Pathology confirmed small cell carcinoma of the lung. The patient was also treated for postobstructive mucus plug and superinfection treated as a health care acquired pneumonia (hcap) with vancomycin and meropenem initially, and then switched to vancomycin and ertapenem. Current cultures showed bronchial wash of (B)(6) and sensitivity to vancomycin with minimum inhibitory concentration (mic) of 1. Sputum culture had light growth of staphylococcus aureus with susceptibility pending. Ertapenem was discontinued. Oncology determined the patient to not be a chemotherapy candidate. After the bronchoscopy, the patient had atrial fibrillation and flutter with rapid ventricular response. With increased heart rate, she had diffuse st depressions consistent with multivessel disease and had nonsustained ventricular tachycardia. The patient was intubated and received IV beta blockers and sedation. Heart rate improved but was still elevated. The patient continued to have episodes of arrhythmias. Patient was ruling in for a non-st-segment mi. One day post bronchoscopy, the patient had a consultation due to elevated troponin. Initial troponin was 1, and subsequent troponin was 4.5 and then 4.8. The patient had an abnormal ECG with diffuse st depressions and with elevated troponin consistent with non-st-segment elevation mi. In (B)(6) 2015, the patient went into ventricular tachycardia and ventricular fibrillation, and a nurse was called, but patient's cardiac rhythm returned to atrial fibrillation by the time the code cart was brought in. Eventually, 33 minutes after ventricular tachycardia occurred, the patient went into asystole and passed away. The cause of death was noted as a complication of ventricular fibrillation, small cell lung cancer and pneumonia. No autopsy was performed.